Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-24234. It was reported, the pt experienced pain at the lead site at all times as well as ineffective stimulation. Additionally, the pt has experienced nausea for approximately 8-9 months when stimulation is turned on. The sjm rep met with the pt and while attempting to reprogram, the pt experienced nausea and stopped the programming. The pt desires to have her system explanted. The physician plans to have the pt undergo injections and x-rays as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.